Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the lcd (liquid crystal display) is broken/cracked. Analysis also found the lower case and side bail covers are broken. The keyboard is scratched.

Event description:
It was reported there was a damaged screen. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.